Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified..

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of bacterial peritonitis and fatal septicemia in a patient coincident with imported extraneal viaflex and physioneal unknown therapies. On (B)(6) 2010, the patient began extraneal viaflex and physioneal unknown therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized for septicemia. On (b)(6() 2011, the patient began remedial treatment with vancomycin, ceftazidime and meronem. On (B)(6) 2011, the patient died. The cause of death was septicemia. Extraneal viaflex and physioneal unknown therapies were ongoing until the time of death. It was unknown if the event of peritonitis had resolved prior to death. Concomitant medications were not reported. It was unknown if the patient had allergies. The nurse stated the event of fatal septicemia was unassessable. A causality statement was not provided for the event of peritonitis. Follow-up information ((B)(6) 2011): follow-up information was supplied by the nurse. The suspect product of extraneal viaflex was amended to imported extraneal viaflex. On (B)(6) 2010, the patient began extraneal viaflex and physioneal unknown therapies via continuous ambulatory peritoneal dialysis (capd). The nurse stated the events of fatal septicemia and bacterial peritonitis were unrelated to extraneal and physioneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.